Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and was unable to prime during prime test due to faulty force sensor resistor. The device was received with intermittent button response due to corroded keypad traces. The motor passed the motor test. It passed the displacement test and excessive no delivery alarm test. No excessive no delivery alarms noted. It was also received with cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 125 mg/dl. It was stated that the act button would not respond. Troubleshooting was not able to resolve the issue. The device was returned for analysis